Event description:
It was reported that a spectrum iq pump, had the second button from the left worn out. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, second button from the left is worn out was reproduced as the second soft key from left works intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be second soft key from left works intermittently. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR should be 6/28/2024 and not 7/23/2024 as indicated in the initial MDR report.